Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the extension tubing was confirmed and appeared to be related to the se of the device. One 4 fr powerpicc catheter was returned for investigation. A statlock securement device was attached to the suture wing hub. The extension leg was returned detached from the hub. Red residual material was present throughout the device. The catheter extended up to the 39 cm depth marker. One photo sample of a sl powerpicc catheter was also returned and appeared to correspond to the returned sample. The catheter is shown with the molded wing within a statlock securement device. The extension leg is shown detached from the molded wing. A written note with an arrow pointing to the broken segment shows, ¿found on floor.¿ another written not pointing to the main catheter segment shows, ¿still in patients body at my arrival.¿ microscopic observation of the extension tube break surface revealed approximately half of the surface to be rough and granular. The corresponding half appeared to be smoother. The distal end of the extension leg appeared to have experience tensile forces based on the narrowing of the tubing. The adjoining end of the extension leg tubing remained within the cavity of the molded wing. Based on the characteristics of the split, the beak was likely cause by excessive manipulation or tensile forces; therefore, the complaint is confirmed.

Event description:
It was reported that the pigtail-part of the PICC separated from the triangle part of the PICC without dislodging the statlock securement or the internal line.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pigtail-part of the PICC separated from the triangle part of the PICC without dislodging the statlock securement or the internal line.